Event description:
During preventative maintenance of the device, the pump system could not be powered by ac or by backup battery power. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.